Event description:
A report was rec'd that the pt was receiving inadequate stimulation. X-ray confirmed lead migration so the physician decided to revise. During the revision, one contact on the lead detached and was recovered by the physician. The pt was reportedly doing fine after the revision.